Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with extreme chest pain, possibly due to a perforation from the recently implanted right atrial (ra) lead. A device interrogation revealed small p-waves which were resolved with adjustments to lead sensitivity. An echocardiogram was performed and indicated blood in the pericardial sac. The patient returned again shortly due to intermittent pain. The ra lead appeared to have moved somewhat since implant and a pleural effusion was reported. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.